Event description:
It was reported the patient had the scs ipg replaced due to receiving an elective replacement indicator (eri) message.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.